Event description:
Information was received from multiple sources: manufacturer representative (rep), healthcare provider (hcp), regarding a patient (p t) who was implanted with an implantable neurostimulator (ins). It was reported that event occurred during standard battery replacement. Hcp had difficulty removing lead 0-7 from the old battery. After multiple attempts of unscrewing the screw, he was unable to pull the lead out of the old battery. On inspection, it did not look to have any defects. Also had difficulty in placing the same lead in new battery. Multiple placements had red connectivity on the 0-7 lead. Lead 8-15 had all green, with no issues with removing or reconnecting. After multiple attempts with trying to re-seat the lead and confirming he could not place it any further into the battery, it showed all connectivity was good with exception of #7. However, impedances were wnl on 7 when impedance test was run. They showed 700. Dr was ok with leaving this contact based on impedance test and did not want to handle lead further due to it being fully seated into the battery and difficulty with removing. During post op programming, initially showed red in connectivity 4-7 with high impedances on 4, 5 and 7. When tested again ten minutes later, showed connectivity red only on 4 and 7 with high impedances only on these two (now >40,000), which were previously wnl. These did not change after multiple impedance measurements. The patient's initial programming was on #7, and rep was able to program around it with confirmed similar stimulation as with prior battery. Rep also created a group b, which is programmed around impedances and stimulation covered all areas of pain. Impedances will be checked again at his post op appointment. No known factors contributed to the event. Patient did not report any issues receiving stimulation with old battery. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2013: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 21-nov-2016, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.